Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not think that the pump was delivering any insulin. No additional information regarding this event was provided, as call was disconnected. Tandem technical support was unable to follow up with the customer, as the customer's information was not provided. There was no reported impact to the customer's blood glucose level.